Event description:
Device issue: stent fracture. Time of device issue: approximately 8 months after the procedure. Adverse event: amaurosis fugax, transient ischemic attacks, in-stent restenosis. Onset of adverse event: approximately 5 months after the procedure. It was reported via a trial that approximately 5 months post a right internal carotid artery xact stenting procedure, on (B) (6) 2007, the patient experienced amaurosis fugax and left facial numbness, diagnosed as transient ischemic attacks. On (B) (6) 2007, a doppler confirmed 90% in-stent restenosis and the patient went in for a cutting balloon angioplasty. All symptoms resolved; however, approximately 2 months after the cutting balloon angioplasty, the patient experienced a short episode of visual loss in the right eye. A doppler study was done revealing in-stent restenosis and a stent fracture. On (B) (6) 2007, cutting balloon angioplasty was again done and a vision 8x14 stent was placed inside the xact stent. Three years after the procedure, on (B) (6) 2010, additional information received confirmed a stent fracture with components malaligned. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: abbott clinical analysis concluded that the stent is fractured circumferentially, possibly at the level of its highest compression. Based on the xact instructions for use (IFU), stent fracture, deformation and/or stent damage, restenosis of the stented artery, bradycardia and neurological deficit/dysfunction are known potential adverse outcomes associated with carotid stents. In this case, no anomalies to the catheter were reported during delivery system inspection prior to use and in addition, no stent related discrepancies reported at the time of device preparation and initial stent implantation. At manufacturing, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. A review of the lot history records (lhr) associated with this incident revealed that the device met acceptance criteria. At the final pack visual inspection and check list, all parameters passed 100% inspections. Moreover, xact catheters are 100% inspected for any anomalies prior to being packaged. Based on available information, the event does not appear to be related to a product deficiency. Although a conclusive cause is not identified, it is possible that patient disease state such as developing restenosis twice and circumstances during case contributed to the stent breakage.